Manufacturer narrative:
Internal complaint reference: case-(B)(4).

Event description:
It was reported that during use in a meniscal repair, after the deployment of t1 of fast fix, the t2 deployed prematurely. T2 was removed from the patient. T1 remain in patient. The procedure was completed with non-significant surgical delay and was finished with a smith and nephew back up device. No patient complications were reported.

Manufacturer narrative:
H10: h3, h6: the reported device was received for evaluation. There was a relationship found between the device and the reported event. A visual evaluation of the device showed the suture was returned detached from the device. The anchors were not returned. The depth limiter button was not in the default position. The actuator tip was in the t1 position. A functional evaluation of the device showed the actuator tip functioned as designed. An evaluation of the customer provided image showed the device laying on a surface with a suture laying beside it. Neither t1 or t2 were visible. A review of device records showed there were no indications to suggest that the product did not meet manufacturing specification upon release for distribution. A complaint history review found similar reported events. The instructions for use was reviewed and found to include conditions of off label use and technique specifics, as well as precautions and warnings related to the use of the device. A risk management review found that the reported failure and/or harm was documented appropriately, and there were no indications to suggest the anticipated risk is not adequate. The complaint was confirmed and the root cause was associated with unintended use of the device. Please refer to the instructions for use for recommendations on proper use of the device and potential troubleshooting methods to prevent future reoccurrence of the reported event. No containment or corrective actions are recommended at this time. H11: corrected data h6 (clinical code and impact code)